Event description:
The customer reported that the device did not detect the pads (electrodes). There was no reported pt involvement.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted once the investigation is complete.